Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet australia on august 2, 2019 revealed that the pre-test could not be performed due to the comb that was damaged on both ends. The bottom roller and gear were worn and the side plates were worn. One of the gear shield screws was missing and the shoulder bolts, washers and nuts required replacement. The 1.5:1 ratio cutter, serial number (B)(4), was found to not pass zimmer biomet test mesh criteria. Repair of the skin graft mesher was not performed by zimmer biomet australia as the quote for service was denied by the customer. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the comb was damaged on both ends and one of the gear shield screws was missing. It was also noted that the 1.5:1 ratio cutter, serial number (B)(4), was found to not pass zimmer biomet test mesh criteria. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that during decontamination/ sterile processing, the device cutter mesh was damaged, and screw was missing. There was no harm and no delay. Pre-test could not be performed as was comb found to be damaged both ends. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Concomitant medical products: z.s.g.m. Cutter 1.5:1 ratio caution: sharp/ pn 00770301500/ sn (B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during decontamination / sterile processing, the mesher cutter mesh was damaged and screw was missing. No patient involvement. There was no harm and no delay in surgery. No adverse events were reported as a result of the malfunction.